Event description:
It was reported that the disposable distal attachment fell off in the patient's small intestine and was retrieved using grasping forceps. The part was reattached using a surgical tape wrapped around the same device to complete the diagnostic small intestine endoscopy with no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
Updated fields: d8, d9, d10, h6. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.